Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, "hwbat" and "contact tech support" errors were displayed on the receiver. No product or data was available for evaluation. Confirmation of the error icon and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and passed. A receiver boot test was performed and passed. The log was downloaded and reviewed finding error related to the complaint. The reported event of an error icon display was confirmed during log review. Functional tests were performed and passed all relevant testing. Overnight charging and discharge test performed and passed, battery capacity test is good. The receiver case was opened for an internal visual inspection and it passed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.